Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product was provided for investigation. Data was received, but does not reflect the product at fault. The reported loss of connection is undetermined. A root cause could not be determined.